Manufacturer narrative:
E1(facility name): (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a damaged caster. The issue occurred during inspection for use before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the initial report. This report was sent in error 'castor damaged' would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information receivde from the customer.